Event description:
According to the report, the allograft was explanted 12+ years post ross procedure due to stenosis. The patient was (B)(6) at the time of implant. The allograft has been replaced with a 23 mm synergraft pulmonary valve.

Manufacturer narrative:
According to the report, the allograft was explanted 12+ years post ross procedure due to stenosis. The patient was five months old at the time of implant. The allograft has been replaced with a 23 mm synergraft pulmonary valve. The explanted allograft was returned to cryolife for evaluation. Histologic evaluation of the explanted allograft showed mild focal inflammation, neointimal formation, and retracted valve leaflets, all of which are expected findings considering the duration of implantation. A review of the processing records for this allograft was performed. The review indicated that the allograft met all processing specifications. A review of the relevant literature indicated that reoperation for allograft obstruction is common because of limited durability. Furthermore, reoperation is known to occur much earlier in pediatric patients when compared to adults because of the occurrence of patient-graft size mismatch or shrinkage of an oversized conduit. Accordingly, explant twelve years after implant in a five month old should not be unexpected. No further action is warranted at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.